Event description:
(B)(4).

Manufacturer narrative:
The user facility reported the 3085 surgical table would not respond to commands. During the process of hospital staff transferring the patient to another surgical table, the floor locks would reportedly not release. The procedure was completed successfully and no injuries were reported. A 3rd party servicing company inspected the table and reported to user facility biomedical that there was a broken wire which prevented the pump from operating the table. The 3rd party repaired the table and placed it back into service prior to steris' arrival on-site. The floor locks not releasing during patient transfer was due to one of the feet being adjusted to the lowest position which caused it to remain stuck on the floor when the other floor locks released. Steris contacted the 3rd party to gather additional information regarding the table inspection and repairs however no response was received and user facility biomedical personnel were unable to confirm which wire was reportedly affected. The table subject of the reported event is 7 years old and is not under steris service contract; it is maintained and serviced by a third party. The preventive maintenance schedule for the equipment (operator manual pp. 6-2) requires several electrical checks on circuit board connectors, cables, batteries, etc.